Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two resolution 360 ultra clip devices used in the same procedure. It was reported to boston scientific corporation that two resolution 360 ultra clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, and then fail to release from the catheter to deploy. The same issue happened to the second resolution 360 ultra clip. The procedure was completed with a resolution 360 clip device. There were no patient complications reported as a result of this event.